Event description:
It was reported that posterior heterotropic ossification and postoperative device migration was found in a patient implanted with a mobi-c at level c5/6. The patient requires a revision surgery that is not yet scheduled. No additional patient impacts were reported.

Manufacturer narrative:
Additional information in h6: method, results, and conclusions. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither device(s) are used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that posterior heterotropic ossification and postoperative device migration was found in a patient implanted with a mobi-c at level c5/6. The patient requires a revision surgery that is not yet scheduled. No additional patient impacts were reported.